Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.